Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain secondary to current placement causing femoral neuritis. The pump was repositioned and the patient experienced relief. He experienced a "pop" while turning over in the office. Since then, he has had uncontrolled excruciating pain down into the right groin; implant site nerve injury. The pump contained hydromorphone, clonidine and compounded baclofen. On (B)(6) 2010 there was device surgical repositioning; the pocket was enlarged and moved cephalad. The patient outcome was resolved without sequelae on (B)(6) 2010. The catheter was replaced on (B)(6) 2010 and there was surgical repositioning of the pump on (B)(6) 2010. The event resulted in in-patient hospitalization. The outcome was noted as "ongoing."